Event description:
It was reported that the unit was sent to them for repair because the holster does not function. There is no other info available. It was not noted if the issue occurred during a procedure. No pt consequence was reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require replacement of the following: firing mechanism, rotational and translational cable, shroud, and electrical cable. The unit was cleaned and calibrated. After servicing, the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.